Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch® ultra meter does not turn off. The patient manages his diabetes with self adjusting insulin. The power issue began 3 days prior to contacting lfs. The patient did not take any action in regards to his diabetes management based on the power issue. Reportedly a few hours after the onset of the power issue, the patient had symptoms described as "blood sugar low." There was no allegation of medical intervention for acute complication of diabetes at the time of concern. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the power issue was not resolved with training. This complaint is being reported because the patient reportedly had "blood sugar low" a few hours after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.